Event description:
It was reported that this right ventricular (rv) lead had high out of range pace impedance measurements that were greater than 2000 ohms. High pacing thresholds were also noted. The rv lead was ultimately removed and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.